Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving inaccurate readings. Customer stated they know they should not treat of sensor but it is always extremely accurate. They noticed they weren't feeling well and sensor reading was 136 mg/dl but customer's blood glucose was 511 mg/dl. Troubleshooting was not performed as the call was disconnected. No device is returning for analysis.